Manufacturer narrative:
The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphadenopathy.

Event description:
Patient reports left side "inflammation (pain, enlargement) in various lymph nodes (axillary, inguinal, on both sides), liquid under breast , lymph nodes up to 11 mm." The device remains implanted.